Manufacturer narrative:
The reported event of no i2i throughput inadequate capture were not confirmed, but the reported event of stretched helix was confirmed. The device was at elective replacement indicator (eri) upon receipt. Visual inspection noted that the outer helix was forcefully twisted into the inner helix. Device i2i throughput test was performed, further analysis, and longevity assessment were normal with no other anomalies found.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. It was previously noted that the right atrial (ra) leadless pacemaker (lp) exhibited premature depletion of battery and poor implant-to-implant communication throughput. Upon un-fixating and retrieving of the right atrial (ra) leadless pacemaker (lp) during the procedure, it was found that the ralp helix began to stretch and eventually broke off. The ralp was explanted and replaced, and its broken piece of helix remained in the tissue at the initial implant site. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. It was previously noted that the right atrial (ra) leadless pacemaker (lp) exhibited poor implant-to-implant communication throughput and high capture threshold. Upon un-fixating and retrieving of the right atrial (ra) leadless pacemaker (lp) during the procedure, it was found that the ralp helix began to stretch and eventually broke off. The ralp was explanted and replaced, and its broken piece of helix remained in the tissue at the initial implant site. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. It was previously noted that the right atrial (ra) leadless pacemaker (lp) exhibited poor implant-to-implant communication throughput. Upon un-fixating and retrieving of the right atrial (ra) leadless pacemaker (lp) during the procedure, it was found that the ralp helix began to stretch and eventually broke off. The ralp was explanted and replaced, and its broken piece of helix remained in the tissue at the initial implant site. Patient condition was stable.